Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, subsequently when the pump was reset the timer and date became inaccurate, customer¿s blood glucose level ranged from 138-139 mg/dl. Customer corrected the time and date and resumed insulin delivery.